Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd minidraw h&h capillary blood collection tube, platelet clumping was seen with one patient sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received your customer complaint related to platelet clumping. It is important to note that usage of this product for platelet count is considered an off-label use. The intended use is limited to sample collection used in the measurement of hemoglobin (hgb) & hematocrit (hct), when analyzed on sysmex xn - series¿ systems. Limitation notes are included in the instruction for use (IFU) and printed on the tube unit label. Bd had not received samples or photos for investigation. Therefore, 45 retention samples from both lot numbers were visually inspected with no issues identified. Additionally, 8 retain samples from lot 4215431 were functionally tested for edta additive mass via titration and all samples were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes sample quality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd minidraw h&h capillary blood collection tube, platelet clumping was seen with one patient sample. No adverse impact was reported regarding the patient or user.